Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. T(B)(4).

Event description:
This is the third of four reports involving four separate products. Refer to report 9611594-2015-00184 for the first report. Refer to report 9611594-2015-00185 for the second report. Refer to report 9611594-2015-00187 for the fourth report. A report was received from (B)(6) stating that when peg tube is being removed the internal retention bumper does not collapse completely and the health care providers had to remove it surgically. Additional information received 09/22/2015 stated the healthcare providers tried to pull the peg tube but the bumper did not collapse so they had to remove the peg tube endoscopically. The bumper did not detach during removal. The tube and the bumper were removed. No additional information was provided in regards to the patients status and the outcome of the procedure.

Manufacturer narrative:
The directions for use for stock code # (B)(4) identifies that removal of the peg tube might require endoscopic retrieval and states, "5. If the tube cannot be removed with a reasonable amount of traction, it should be removed by endoscopic retrieval." Since endoscopic retrieval is an identified requirement for peg tube removal, the risks associated with this intervention are considered acceptable and would not require submission of an MDR. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).